Event description:
It was reported that the device had "possible header damage" upon removal from the pocket. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)there were no anomalies found.